Event description:
It was reported that this right ventricular (rv) lead was explanted due to suspected perforation. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.